Event description:
The customer observed a higher than expected vitros phyt quality control result (127.0 umol/l versus the expected value of 105.0 umol/l) while using a vitros 350 chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros phyt quality control result was obtained while using the vitros 350 chemistry system. An ocd field engineer replaced the iwf metering pump and performed subsystem adjustments to return the instrument to expected operation. Following this service activity, acceptable vitros phyt performance was observed. The most likely root cause of this event is instrument related.